Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation s completed, a supplemental MDR will be submitted. Implant date: initial 1995 or 1996. Concomitant product(s): - unknown stem, p/n unknown, l/n unknown; unknown stem, p/n unknown, l/n unknown; unknown liner, p/n unknown, l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04872, 0001822565-2017-04874, 0001822565-2017-04875.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.